Manufacturer narrative:
(B)(4).

Event description:
It was reported that there are multiple alert transmissions on merlin.net for low measurements of hv lead impedance. The measurement went from ~50 ohms rapidly to <10 ohms. R-wave amplitude has also dropped some. X-ray showed lead pulled back. Patient¿s device was turned off and revision is scheduled.

Event description:
New information received indicated that the lead was replaced after an attempted reposition and could not feel that tissue in the helix prevented re-extension. The ICD remains implanted.